Manufacturer narrative:
Updated sections: h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the force bipolar forceps instrument for failure analysis evaluation. The force bipolar forceps instrument was installed and driven on an in-house system, passing both recognition and engagement tests. It demonstrated intuitive movement with a full range of motion in all directions, and the grip tips opened and closed as expected. It passed the grip test, energy delivery testing in various grip orientations, and the electrical continuity test. The force bipolar forceps instrument was fully functional, and no product issues were identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the jaws of the force bipolar instrument felt loose, lacked tension, and were observed to be misaligned and dangling. While attempting to remove and replace the instrument, the misaligned jaws caused it to become stuck within the cannula, requiring removal of both the instrument and cannula together. During this process, a minor fascia injury occurred, resulting in an estimated blood loss of approximately 50 ml. Hemostasis was achieved using an unspecified laparoscopic bipolar instrument. The incident led to a 10-minute delay, but the procedure was completed robotically without further complications. The patient experienced no postoperative complications, and there are no concerns about this event causing any long-term complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the force bipolar instrument to perform failure analysis.